Manufacturer narrative:
A field service engineer (fse) arrived at the customer site to investigate the reported event. The fse was able to confirm the reported error message on the error log and reproduced it by priming the bf probe wash unit. During troubleshooting, the fse found the bf probe wash unit would not drive all the way back to home when ordered to do so. The fse proceeded to replace the bf probe wash unit to resolve the issue. The fse validated the aia-360 instrument by running daily check and customer-prepared quality controls, which passed within published ranges. The aia-360 instrument was performing within specifications. No further action was required. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2018 through aware date (B)(6) 2019. There were no other similar events reported during the search period. The aia-360 operator's manual under section 7-1: list of error messages states the following: list of error messages: if a problem occurs during assay or it is difficult to continue an assay, an error message is displayed. Together with the error message, a buzzer sounds to alert the operator to the error. At the same time, the printer also prints the error message. Error message: 4040 wash.probe home overrun. Description: the bf probe motor overran on the home side. Troubleshooting: turn the power off and on again. If this problem reoccurs, contact the service department. The most probable cause of the reported event was due to a faulty bf probe wash unit.

Event description:
A customer reported getting error message "4040 wash.probe home overrun" on the aia-360 instrument. The instrument was down, and the customer requested service to address the event. A field service engineer was dispatched to address the reported event, which resulted in delayed reporting of estradiol (e2), progesterone ii, and beta human chorionic gonadotropin (bhcg) patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.